Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2012. During the procedure, the device was cutting, though it was only giving small pieces of tissue at a time. The same device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03168. The same patient is represented in each medwatch.